Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had migrated to under the left axillary region. The patient had a pocket revision on (B)(6) 2020 to submuscular in the left pectoral region. It was noted that this was the second pocket revision since the device implant for device migration. The patient had some discomfort where the device was located prior to the procedure but otherwise stable during the procedure and after.